Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the ballon was leaking. Per reporter, the patient was a postoperative patient of cerebral artery surgery who was in a coma, had long-term endotracheal intubation, and ventilator-assisted breathing. The patients' sputum was thick and needed to be cleared repeatedly. For further treatment, they were given tracheotomy. The tracheotomy went smooth, however, after the tracheotomy, the patient's blood oxygen suddenly dropped. The balloon needed to be repeatedly inflated, for the blood oxygen to slowly rise. There was patient involvement, but no patient harm reported.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.